Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issues due to which she was not getting insulin. She experienced high blood glucose level and she changed the infusion set twice. She was living alone and it was believed that she had high blood glucose level for two days. Subsequently, the patient was hospitalized and stayed there for three weeks. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.